Event description:
Device report from colombia reports an event as follows: it was reported that on (B)(6) 2024 at the beginning of surgery, the two proximal locking instruments in question were attached to each other. The coupling presented difficulty and the surgeon needed to use force to connect them. There was no reported adverse patient impact. No further information is available. This report is for a 3.2mm wire guide sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was some delay. There is no indication that the time delay occurred at a critical procedural step where high risks to the patient may be present. There is no indication that the delay resulted in any impact to the expected surgical the surgery was successfully completed. Patient's status/outcome was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo.visual analysis of the photo revealed that the image quality is poor and no observations pertaining to the nature of the reported event could be identified for drillsl yell. Functionality or interactional test of the device cannot be assessed through photo investigation.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed for drillsl yell. There is no indication that a design or manufacturing issue has caused the complaint condition.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.